Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When the patient was asked to clarify the statement "it was noted that you were redirected to your physician to address the implantable neurostimulator (ins) not connecting or charging and your increase of pain", the patient stated that they got the ins connected, but would not stay connected. When asked about the steps taken to resolve the issue, the patient stated that they shut off charger and restart. The issue was not resolved and they still have issue, they turned off and not using.

Event description:
Patient reported that they were not able to charge their implant. Patient stated that they would get the implant to charge to 60% and then the implant would not connect after that. Patient mentioned their back still hurts even though they had the stimulator. Patient mentioned they went to their healthcare provider (hcp), their hcp suggested injections in their back which helped some and patient mentioned they would like to use the scs. When asked for event date, patient mentioned their back has never been right since having the implant. Patient mentioned scs works sometimes and didn't take away all the pain and mentioned the pain got worse. Agent asked and patient did not have their equipment with them at the time of the call. Agent reviewed role of rep. Agent offered to troubleshoot charging the implant, patient mentioned they were driving and didn't have their equipment with them at the time of call. The pati ent was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back with their equipment. Patient could not read the recharger serial number. Patient restarted the recharger. Patient mentioned they had another appointment and couldn't continue troubleshooting. Patient would call back to continue troubleshooting. Agent also redirected patient to their hcp to address the issue with their back hurting. Agent reopened and reassigned case to send request to repair to replace the wireless recharger and belt. Patient called back and talked to their representative yesterday and patient was told to call to replace the wireless recharger and belt. During the call patient charged the implant and was at 60% with recharging good. Patient could not stay on excellent. Patient did mention that they had an accident in the first part of january where someone tailgated them on their trailer and hit them on the head and knocked them. Patient already reported the issue to their healthcare provider (hcp). Due to event date agent replaced the wireless recharger and belt (from l to m). Agent redirected patient to their hcp if the issue persisted. Agent closed case. Pt called back stating that they received the wireless recharger and belt replacement, but it didn't work, just the same thing as before. Pt stated it doesn't charge any faster than the other one. Pt also said the received a wrong size for their charging belt. Agent reviewed information. Agent sent a request to replace the charging belt (large). Agent redirected pt to their hcp to further address the issue.